Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was the caller states for the past 2 days patient had had to go immediately and was having to wear a diaper and filling it up with urine before they can even get to the bathroom. Caller stated the patient was also having to urinate quite a bit and there was spotting of blood coming out of their urine. Caller tried calling the healthcare provider (hcp) who installed the device but the hcp was out of town and they told caller to call mdt. Caller increased stim to 1.3 today and patient could feel it but patient was still having to go really quick. Caller then went down to 1.1 and patient still had to go quickly. Patient was feeling a shocking sensation in the front right around the bladder area when increasing to 1.4. Agent reviewed patient should be at a comfortable level. Caller states patient is now on 1.3. Agent redirected to healthcare provider. Caller mentioned patient was having trouble with sciatic nerve and had been going to a chiropractor and the chiropractor had been cracking their back a little bit and they were doing massaging but the last time patient went was just before they left on vacation and they were using a shock therapy thing and caller does not know if that could have interfered with the implanted system. Patient has not had any falls or anything out of the ordinary.